Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11l20068 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis by a nurse. The patient experienced peritonitis on (B)(6) 2012. A culture was performed; results were unknown. The patient was hospitalized on (B)(6) 2012 and discharged (B)(6) 2012. The patient was recovering. The cause of peritonitis was unknown. On (B)(6) 2012 the nurse provided additional information. The patient's symptoms began on (B)(6) 2012 with vomiting, weight loss, and hazy peritoneal fluid. The patient exhibited hypoalbuminemia; treatment was administered. Medication was unknown. The cause of peritonitis was unknown; the event was not homechoice / device related. The patient was not retrained. The patient discontinued pd therapy during hospitalization (exact date unknown) and began in-center hemodialysis on (B)(6) 2012. It is unknown if the patient would return to pd therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.